Event description:
A review of service data detected a reportable event. During servicing, monitor (B)(4) was found to reset during defibrillation tests. The last pt to use this monitor did not report any deficiencies.

Manufacturer narrative:
Device eval summary: device eval of monitor (B)(4) has been completed. As received the monitor was found to reset during defibrillation testing. The computer/analog board on the monitor had a defective switching regulator component, u1. The root cause of the defective u1 cannot be positively determined, but is likely due to a random component failure. The monitor would still properly detect a treatable rhythm, but would not be able to deliver an appropriate treatment due to a large delta in charge capacitor voltage. No adverse event resulted from the defective ca board component. The last pt to use this monitor did not report any problems.